Manufacturer narrative:
UDI: (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device was skipping over patient's skin. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on (B)(6) 2018 revealed that the head and neck were chipped and rough to the touch. The housing down at the swivel had the same damage. The device had low torque and the control bar was not in the proper position. The motor speed was within specification and the calibration was out of specifications at the zero and ten settings only. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(4) 2018 which included replacement of the bearings, seal and retaining ring, damaged head, damaged neck, spring pin, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the head was chipped and rough to the touch. The device had low torque and the control bar was not in the proper position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the head was chipped and rough to the touch. The device had low torque and the control bar was not in the proper position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Air dermatome handpiece was skipping over patient's skin. The event occurred during surgery and there was no harm or delay involved. An alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.